Event description:
It was reported that the customer was hospitalized due to high blood glucose of 606mg/dl. The caller stated that the customer was sleeping a lot and vomiting. The spouse stated that the doctor recommended having the insulin pump replaced due to multiple no delivery alarms and unexplained high glucose level. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime due to faulty force sensor. We were unable to perform functional testing or confirm excessive no delivery alarm due to prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.